Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9676 batch/lot number 022140 was received for investigation. Upon visual inspection noted device was damaged with scratched in the inside and outside diameter the base of the had scratched, edges were chipped, and collar was damaged. An attempt to fit the ar-9676 inside the ar-9597-10 found resistance most likely due to the damaged of both devices, the most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning. This applied force creates an excess of friction and heat that ultimately has the potential to cause the device to seize from functioning as intended. Application of this force perpendicular to the drive shaft is not needed for the device to function, nor is it recommended that the user do this during normal clinical use. When used normally, this issue is unlikely to present itself, which suggests that the handling of the device has a large impact on whether or not it will seize. For this reason, the direct cause is considered to be misuse of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/05/2025, a sales representative reported via (B)(4) that an ar-9597-10 angled reamer sleeve, and an ar-9676 angled reamer no longer fit together, or spin as needed. This occurred during a case, the patient was supposed to have a 10 degree augmented baseplate per the vip, they had to go with a standard baseplate instead. Other than that, there was no adverse issues.